Event description:
The suspect device exhibited variation in test results when compared with another poc meter. The following results were reported. Inratio:3.7,3.7,3.7,4.6(new strip of 050387), 4.6. Protime: 2.8,2.7,3.1. Pt will consult with her physician as to whether to continue testing using inratio. Further follow up to be performed.